Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged without maneuvering the cable into the charging port. There was no reported impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.